Manufacturer narrative:
Correction - d1 and d4 to reflect correct serial# (B)(6) and model # 2088tc/58. H4 - expiration date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation, loss of capture was discovered on right atrial (ra) lead. The lead was capped on (B)(6) 2021. The patient was in stable condition pre, during, and post procedure.